Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 30-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (150mcg/ml at 13.51mcg/day) and hydromorphone (2mg/ml at 0.1802mg/day) via intrathecal infusion pump for spinal pain. The patient¿s medical history includes degenerative disc disease. It was reported that the patient is scheduled for catheter revision on (B)(6) 2020 and wanted to know if they could have their pump replaced as well. It was reported that since the pump was implanted the patient has had no pain relief and their pain was getting worse. The patient stated they had met all of their medical deductibles and would like the get the pump replaced now instead of after the new year and will have to pay another deductible. The patient was redirected to the hcp as it was their discretion. It was stated that they don't know if the issue is the pump or the catheter but then stated the patient thought the catheter maybe slid down a little bit. The patient could feel the catheter in the spine at around s1 and it felt that maybe it was lower than what it was. It was reported that the last 3 days the patient¿s lower back pain was constant and really bad. The patient had an MRI about 3 weeks ago when the back pain started getting really bad. It was stated the doctor gave them injections in the lower hip. It was reported the patient had their pump refilled today.